Event description:
It was reported that the surgeon was impacting the guide when it broke.

Manufacturer narrative:
Evaluation summary: this type of wear is indicative of extensive use in the field during the device's nearly seven year potential field age. Based on the available evidence and the event description, the device likely failed due to normal wear and tear in the form of repeated impaction. As returned, a portion of the slaphammer engagement dovetail has fractured. In addition to the fracture, the device exhibits significant wear in the form of scratches, mushrooming, impaction marks, and various other nicks/dings. Upon receipt, measurements of the device (including material hardness) were taken and found to conform to print specifications. No manufacturing abnormalities could be detected.